Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the interrogation of the implantable pulse generator (ipg), question marks showed in the parameter value field of the programmer's printed report. Technical support advised of possible failed downlink / uplink during programming of the lower rate resulting in the question marks seen as the instrument is unsure of the parameter value in the ipg. It is believed that the programmer software was working as designed displaying the unknown current value with question marks. The ipg was interrogated again and is working well. The ipg and programmer remains in use. No patient complications have been reported as a result of this event.